Event description:
During an implant attempt of the subject pacemaker, the physician reported a connection issue in which "screwing issues" were declared.

Event description:
Duing an implant attempt of the subject pacemaker, the physician reported a connection issue in which "screwing issues" were declared.